Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low and high blood glucose levels. The customer's blood glucose level ranged from 50 to 278 mg/dl. Dry mouth occurred as a symptom. The customer treated with a manual injection. The customer stated there was a gray substance inside the tubing. The customer went through troubleshooting but did not find any anomalies. The customer was advised that the device was working as designed. Nothing was replaced or returned.